Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results from a single pt that were generated by the unicel dxi 800 access instrument. The customer reported that four (4) pt samples were tested for accu tni over approximately 1 year time frame (2005). The accu tni results were perisistently higher than expected (051ng/ml - 0.70ng/ml). The results were reported out of the lab. The customer indicated that the physician suspected heterophilic interference. The customer indicated that ckmb and myoglobin results were in normal range for these samples. The customer idnicated that there has been no change to pt treatment attributed to or connected with this event.